Event description:
It was reported there had been resistance when advancing the stylet through the lead at implant. It was further reported that over time the threshold increased and the patient experienced breathing problems. The lead threshold had risen above 8v@1ms. No r-waves were sensed at a testing lower rate of 30 bpm. The polarity was temporarily changed to unipolar to check for changes in pacing threshold, but no changes were observed. Repositioning of the lead was not successful. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns.